Event description:
Philips received a complaint on the v60 ventilator indicating that there was a consistent and continuous alarm. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported. The customer informed the biomedical engineer (bme) that the device was replaced. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response received from the biomedical engineer received on 05jul2024, it was clarified that the alarm experienced was for low volume. The respiratory therapy director was walking by the room when the alarm occurred and immediately called for the ventilator to be swapped. The bme stated that the patient information from the time of the event is unknown.

Manufacturer narrative:
On (B)(6) 2024, the philips biomedical engineer (bme) performed testing to ensure that all device parameters were met. No issues were found. The bme allowed the device to run, and no errors were produced, and no alarms went off. The reported continuous alarm could not be duplicated. The bme cleaned the device and returned the device to service.